Event description:
The gamma nail was inserted into the patient. The procedure was almost over and they could not get the nail detached from the targeting device. The lag screw, locking screw and the nail had to be removed. The sales rep had to go to another hospital intraoperatively to obtain and use a different targeting arm.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The gamma nail was inserted into the patient. The procedure was almost over and they could not get the nail detached from the targeting device. The lag screw, locking screw and the nail had to be removed. The sales rep had to go to another hospital intraoperatively to obtain and use a different targeting arm.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR) for either the nail holding screw or the target device. The item returned was documented as meeting specifications prior to distribution. The functional test revealed that all products are still functional; the reported jamming of the nhs could not be reproduced. No signs of fretting were found on the nhs and the target device. Previous cases were investigated internally; the jamming of the nhs could not be reproduced. Most likely the user brought too much torque to the nhs during assembly of nail and target device. Therefore the case is attributed to an inadequate usage.